Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The problem is confirmed; there is interference in the image due to an internal failure in the probe. The probe will need to be replaced. The root cause is an internal failure in the probe. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Customer reported system's image resolution is poor and contains a "raining" effect on the screen.